Event description:
The pump stopped delivering medication to the catheter. No patient symptoms were reported. The pump was replaced. There was no pt injury. The pump was used to deliver dilaudid 50 mg/ml at a rate of 15 mg/day.

Manufacturer narrative:
The pump has been returned to the MFR for analysis which is not complete as of the date of the report. A follow-up report will be sent when the analysis is complete.